Event description:
It was reported that the pulse generator could not be interrogated. The patient would be scheduled for a follow up. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.